Event description:
It was reported that this right ventricular (rv) lead showed an out-of-range shock impedance measurement of 160 ohms and appears to be have been increasing gradually for a while. Technical services reviewed the case and indicated that due to this lead's age, this could be a result of calcification. Ts recommended max energy commanded shocks to further evaluate this lead, suggesting that if with commanded shocks the shock impedance remains elevated, revision should be considered as this issue could compromise arrhythmia conversion. The patient was scheduled to a clinic appointment to discuss this issue. This rv lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead showed an out-of-range (oor) shock impedance measurement of 160 ohms and appears to have been increasing gradually for a while. Technical services reviewed the case and indicated that due to this lead's age, this could be a result of calcification. Ts recommended max energy commanded shocks to further evaluate this lead, suggesting that if with commanded shocks, the shock impedance remains elevated, revision should be considered as this issue could compromise arrhythmia conversion. The patient was scheduled to a clinic appointment to discuss this issue. Further details were provided indicating that no commanded shocks were performed and a replacement will be scheduled. However, no specific date as to when exactly was provided. This rv lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead showed an out-of-range (oor) shock impedance measurement of 160 ohms and appears to have been increasing gradually for a while. Technical services reviewed the case and indicated that due to this lead's age, this could be a result of calcification. Ts recommended max energy commanded shocks to further evaluate this lead, suggesting that if with commanded shocks, the shock impedance remains elevated, revision should be considered as this issue could compromise arrhythmia conversion. The patient was scheduled to a clinic appointment to discuss this issue. Further details were provided indicating that no commanded shocks were performed, and a replacement will be scheduled. However, no specific date as to when exactly was provided. Eventually, this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.